Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reports rupture. The device has been explanted. This record relates to the left side.

Event description:
Physician reports, rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed.

Event description:
Physician reports rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: correction to note in h10: aware date in the previous mw should be 2/mar/2023 to reflect the received date of the device and correct device information.

Event description:
Physician reports rupture. The device has been explanted. This record relates to the left side.